Event description:
10/20/97 a lt total hip arthroplasty was performed. Post-op an x-ray indicated a possible foreign body wedged between the femoral and actabular components. Pt. Was returned to surgery that same day for a lt prosthesis revision. A small metal fragment was found and dtermined to be from a broken inserter. Broken inserter taken by zimmer rep. And returned to MFR 10/22/97.